Manufacturer narrative:
Pump received with blank display, problem isolated to interface board. Unable to confirm unexpected restart alarm and unable to perform any tests due to blank display. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the pump alarmed unexpected restart alarm and had a blank display. The customer¿s blood glucose was 15 mmol/l. Since the pump was blank, troubleshooting for the unexpected restart alarm could not be done. After blank display troubleshooting, the display did not return. They were advised that the pump would need to be replaced, to discontinue use of the pump and to revert to a backup plan per the doctor¿s orders. The insulin pump will be returning for analysis.